Event description:
A peritoneal dialysis registered nurse (porn) reported that a peritoneal dialysis (pd) patient on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrn underwent surgery approximately 2 weeks prior (no further details provided during intake). Follow-up with the patient's porn revealed the patient began complaining of drain complications (timeline not provided) and was sent for a kidney/ureter/bladder (kub) x-ray. The x-ray diagnosed an umbilical hernia, which was found to be obstructing the pd catheter's (not a fresenius product) flow. The porn reported the patient successfully underwent an umbilical hernia repair sometime in the middle of (B)(6) 2021 (exact date not provided), at which point the patient's pd catheter (not a fresenius product) was removed to allow time for the patient's abdomen to heal. Concurrently a temporary hemodialysis (hd) catheter was placed, and the patient was transitioned to hd therapy for approximately 4-6 weeks. The patient tolerated hd without issue, until the patient's pd catheter was replaced the second week in march (exact date not provided). The patient's fill volume was decreased to 2000 ml per fill, until approximately the end of march. Per the porn, the patient's liberty select cycler did not malfunction; however, the patient's umbilical hernia was created and/or worsened since beginning ccpd for renal replacement therapy (rrt). Additional information was requested (e.g., demographics, past medical history, ccpd orders), however the clinic's internet was temporarily down, and the patient's electronic record could not be accessed. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).